Event description:
The company was made aware on 08/16/2020 that a patient developed an infection at the implant site. Physician prescribed antibiotics, but infection was not resolved. Physician explanted the product. Physician communicated that the infection occurred because the patient did not allow the incision to heal properly.